Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device after an electrophysiology procedure with an 8f sheath. Reportedly, after deployment, only one suture [end] presented yet the knot was formed. The short blue suture end was stuck when it was pulled. The vessel was incised, the blue suture was cut, and was removed. Hemostasis was achieved with surgical closure. The white suture was not seen. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis were performed on the returned device. The irregular appearance and entrapment are related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. It is possible the non-rail suture snagged and broke during harvest. However, the suture was not returned and the non-rail, if separated, was not found in the device. Therefore, the cause of the difficulty cannot be determined. Entrapment of the suture would be expected as it was deployed successfully through the vessel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.